Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain, bone and tissue damage, and elevated metal ion levels.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information on surgical services documentation. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/18/2014 - medical records received. Patient was revised to address disability and osteolysis. The information received does not change the MDR decision. This complaint was updated on: 04/03/2014.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.